Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead one day post implant had increased thresholds and lost all slack. The lead was successfully repositioned. Then a few days later the lead exhibited loss of capture (loc) and was found to have been dislodged. Upon explant, it was noted that there was tissue entwined in the helix rendering it inoperable. The lead was explanted and replaced/ to date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned without the stylet. There were no setscrew markings noted on the terminal ring, but there were some on the terminal pin. There was bodily fluid and tissue entwined in the lead helix.